Manufacturer narrative:
Concomitant products: 694765 lead; 419478 lead, implanted: (B)(6) 2010.

Event description:
It was reported that a remote monitoring transmission was sent due to the patient experiencing chest pain. The right atrial (ra) lead was observed with suspected undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.